Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a cracked display across the top half of the screen, resulting in a nonfunctional upper touch area while the device could still be unlocked; the user could not access menus, alerts, or supply change functions. Symptoms included no injury or physiological effects. Outcomes included device replacement. Investigation included collection of event details and a review of the device history as available. Investigation of this case revealed a damaged display assembly consistent with physical damage to the screen, leading to impaired user interface function. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display, user-induced or incidental impact not related to a device manufacturing or design defect.